Event description:
Pt had an anaphylactic reaction while undergoing a cystoscopy procedure with a scope that had been disinfected in disopa solution. Upon removal of the scope the pt experienced rash all over the body, blood pressure down, cyanosis and anaphylaxis.